Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a 2008t machine pulled more fluid than the expected ultrafiltration (uf) goal and failed to capture the correct amount in the treatment details. The uf goal was set to 2500 ml and the machine reported pulling 2471 ml, however it was documented by the user facility that the machine pulled 3000 ml. The patient lost 3 kg post-treatment compared to the expected 2.5 kg. The user facility verified the calibration of the scales used pre- and post-treatment and found no issues. The patient also experienced lightheadedness and hypotension at the end of treatment, which the cm stated was addressed by providing the patient with liquids orally. The patient was able to successfully complete treatment on the machine without experiencing any injury, adverse events, or requiring any medical intervention as a result of the reported event. A fresenius field service technician (fst) was called onsite to evaluate the machine. The fst verified uf functionality and confirmed that the uf pump was operating to manufacturer's specification. The machine passed testing and was returned to service without replacing any parts or making any repairs.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst).the fst verified ultrafiltration (uf) functionality and confirmed that the uf pump was operating to manufacturer's specification. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem could not confirm the reported failure mode. During the machine inspection, the fresenius fst was unable to duplicate the reported issue. Furthermore, parts were not available for return to the manufacturer for a physical evaluation.the machine passed testing and was returned to service without replacing any parts. Therefore, the complaint event was not confirmed.